Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab and the doctor's meter. Results as follows: date: (B)(6) 2011, inratio: 2.6. Date: (B)(6) 2011, 2.7, doctor's meter: 1.6.